Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Rtsa on (B)(6) 2015 that was revised on (B)(6) 2015 due to infection. Infection continued, causing implant to dislocate on (B)(6) 2015. Implant removed and spacer placed on (B)(6) 2015. This event report was received through clinical data collection activities.